Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 12/31/2024. On (B)(6)2025, after breakfast, the patient¿s cgm was reading 124 mg/dl. No bg meter reading was taken at this time. The patient self-treated with insulin per routine diabetes management. At an unspecified time after, while the patient was at work, the patient¿s co-worker noticed she was incoherent and called emergency medical service (ems). Once ems arrived, the patient¿s bg meter reading was 30 mg/dl. The patient did not check her cgm device at this time. The patient was taken to the emergency room (ER); however, the patient cannot recall most of the event details as she was incoherent during this time. Therefore, the patient could not provide any details about what medication or treatment she may have received from ems. At the time of report (while still in the ER), the patient stated her current cgm value was 267 mg/dl, and the bg meter was reading 167 mg/dl. The patient reported no medication or treatment being provided to her at the ER. The patient was only seen and then discharged home after less than 24 hours. The patient was agitated and concerned at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after eating breakfast and when ems assisted the patient. The reported glucose values fall within the b zone of the parkes error grid while in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).